Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported unintended movement (grippers mobile after deployment) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported unintended movement (grippers mobile after deployment) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation, thickened leaflets, ventricular dilated heart, and tethered leaflets, for a mitraclip procedure. A mitraclip xtw was deployed, after deployment the clip opened while locked from being completely closed to approximately 15-20 degrees. The clip was considered to be stable. A second mitraclip was planned and selected. During preparation of the mitraclip xt the clip arm would not open or close when the actuator knob was turned. Troubleshooting was performed unsuccessfully and the clip was discarded. An additional mitraclip xt was selected and was implanted to further reduce the mr. After the second clip was deployed it was noticed that the grippers were moving/ bouncing with each heartbeat. The clip was considered to be stable. The final mr was grade 3. There were no adverse patient effects or clinically significant delay reported.